Event description:
It was reported that during a previously reported (MFR# 3006630150-2024-07841) deep brain stimulation (dbs) revision procedure the physician experienced difficulty removing the right lead from the right lead extension. After over an hour attempting to separate the lead from the lead extension, the proximal end of the lead broke. The procedure was then aborted, and the fractured lead was left in place. The patient was admitted to the intensive care unit.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-extension upn: m365db3128950 model: db-3128-95 serial: unknown batch: unknown.

Event description:
It was reported that during a previously reported (MFR # 3006630150-2024-07841) deep brain stimulation (dbs) revision procedure the physician experienced difficulty removing the right lead from the right lead extension. After over an hour attempting to separate the lead from the lead extension, the proximal end of the lead broke. The procedure was then aborted, and the fractured lead was left in place. Additional information was received that the patient underwent another procedure wherein the lead and lead extension were replaced. The patient did well postoperatively.